Event description:
It was reported that revision surgery was performed. Elevated chromium and cobalt levels. Implanted (B)(6) 2013.

Manufacturer narrative:
It was reported that revision surgery was performed. Elevated chromium and cobalt levels. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a right hip revision surgery was performed on (B)(6) 2018 due to excessive metal ion levels and local synovitis. During the revision surgery, both bhr components were explanted and a tha system was implanted instead. The patient was transferred to the recovery room without complication. The primary bhr surgery was performed on (B)(6) 2013.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had elevated cobalt (¿73 p¿) and chromium blood concentrations. Further details, like reference concentrations and common units were not provided. During the revision, a trochanteric cyst and fluid, metal stained tissue and a fairly large soft tissue metallosis mass / pseudotumor (15 mm) was debrided. As no histopathological analysis was performed/provided further assessment of the reported findings cannot be performed. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique or other findings that could explain or have contributed the reported findings. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.